Event description:
Immediately upon initiation of dialysis, the pt complained of numbness in the lips and face, lost consciousness, and then had a seizure. Treatment was immediately stopped and the pt was disconnected. Oxygen was administered and the pt was put in the trendelenburg position. Stat dialysis was performed. Pt responded after being disconnected from circuit. Pt was hospitalized overnight and released the next day. No further problems have been reported.